Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See medwatch report # 2032227-2014-04444.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per specifications. The sensor failed per specification due to high readings.

Event description:
Customer reported the insulin pump is alarming calibration error, meter check, and change senor. Troubleshooting was performed. Customer's blood glucose level is 184mg/dl. Alarms verified in history. The sensor was inserted 6/15/2014 on the abdomen using the serter. Alarmed occurred after second consecutive calibration error alarm. Customer was advised to change out the sensor. No further information reported.